Manufacturer narrative:
The device was received for investigation and the reported field event was confirmed. The device was interrogated and pacing and high voltage lead impedance measurements were found to be high. The device was cut open for further testing. The internal battery voltage supplies were examined. One of the supplies was found to be normal but the other supply had an unstable signal. The instability of the signal was caused by a c10 connection anomaly on the hybrid. Based on this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR number: 2017865-2017-31342, 2938836-2017-31318. During follow-up a shorted output stage detection alert was observed due to possible high voltage (hv) circuit damage. In addition inappropriate hv therapy was delivered due to noise on the atrial and right ventricular (rv) leads. Session record analysis indicated the noise caused noise reversion as well as device charging. The device, atrial and rv leads were explanted and replaced and the patient was stable.